Event description:
The customer is experiencing leaks at the connection between the tubing and the bottom of the drip chamber in blood infusion sets. The customer reported that the tubing came apart during a blood transfusion in the operating room. He also reported that there have been additional vague reports of blood sets leaking at the same junction but no other specifics were available. There was no patient or user harm reported and no medical intervention was required. Customer stated no further patient information was available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.